Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative replaced the power plug, tightened the steering linkage, and replaced the climax coupler. The system was tested and operates as intended.

Event description:
The customer reported a broken plug, loose steering, and a communications error message on the 9800 system. No patient injury was reported.